Event description:
It was reported the case is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, battery drawer, and one battery latch are broken. Analysis also found the high rate cover and caution label are missing. (B)(4).